Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge change errors occurred with multiple cartridges intermittently during the load sequence. Reportedly, there was also an o-ring on the pneumatic tap, customer removed the o-ring and continued to get cartridge change errors. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was 180-201 mg/dl.